Event description:
Rptr cannot tell when their sugar is low and relies solely on the accuracy of the machine. Family members insisted that rptr's surgar was low so they checked it using device. It read 97 but family wasn't convinced. Rptr fell. Sugar checked again ten mins later and it read 21. Device is not consistent. Rptr was unconscious by this time and was taken to ER where blood sugar was 14. Given IV and glucose and recovered. If rptr had been alone they would have died. Rptr feels they cannot rely on the device. MFR notified and sent a new device to rptr which they refuse to use.